Manufacturer narrative:
The customer¿s report that there was a hole in the tubing was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a small cut in the tubing approximately 25 inches below the second smartsite port. No other anomalies were observed throughout the set configuration. During functional testing the set leaked from the previously observed cut in the tubing. The root cause of the hole damage could not be determined.

Event description:
It was reported from the scc3, that the tubing set had a hole in it when it was removed from the package. Therefore, there was no patient involvement. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot p400390, exp dec20, potassium chloride injection 40meq per 100ml; td unk. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from scc3 that tubing set had a hole in it when it was removed from the package. There was no patient involvement.